Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 2000, product type catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (20 mg/ml at 3.504 mg/day) via an implantable infusion pump. It was reported that the catheter was not patent but the patient was unable to be cleared for surgery so the pump was turned off.